Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event cut in cuff was confirmed. A visual inspection was performed, and it was observed the cuff presents two cuts, both readings were taken. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had inflation/deflation issue. There was no patient injury.